Event description:
It was reported by an attorney that the patient underwent hernia repair on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2014. It was reported that the patient underwent removal surgery on (B)(6) 2017 for massive hernia recurrence and infected mesh. It was reported that the patient experienced recurrence, abdominal wall abscess, and mesh infection. It was previously reported that the patient had ventral hernia repair on (B)(6) 2010 and mesh was implanted. Other procedure was captured in a separate file. No other information provided.

Manufacturer narrative:
Date sent to the FDA:2/4/2025. D4: the device catalog number is unknown; therefore, UDI is unavailable. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-31012025-0001796119 submitted for adverse event which occurred on 7/2/2014. Mwr-31012025-0001796120 submitted for adverse event which occurred on 2/5/2017. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.